Manufacturer narrative:
A ge representative discussed the situation with the facility bio-med over the telephone. Facility bio-med reseated connections and pcbs. The system was tested by the bio-med and he was confident the system was performing as intended. System returned to service.

Event description:
It was reported that the 9800 system would not boot (possibly power interruption). There was no report of patient injury.